Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was showing communication loss on multiple telemetry devices. No patient harm was reported. Nihon kohden technician had the bme check the multiple patient receiver (org) closet and the bme found that the multiple patient receiver (org) had an error message light on it. Customer sent the org into nihon kohden for inspection and repair if necessary. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 07/05/2022 emailed the customer via microsoft outlook for the information. Reply was received, and the customer was not able to provide the information.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was showing communication loss on multiple telemetry devices. No patient harm was reported. Nihon kohden technician had the bme check the multiple patient receiver (org) closet and the bme found that the multiple patient receiver (org) had an error message light on it. Customer sent the org into nihon kohden for inspection and repair if necessary.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was showing communication loss on multiple telemetry devices. No patient harm was reported. Nihon kohden technician had the bme check the multiple patient receiver (org) closet and the bme found that the multiple patient receiver (org) had an error message light on it. Customer sent the org into nihon kohden for inspection and repair. Service performed: nihon kohden repair center (nkrc) received and tested the org-9110a s/n 1705 and confirmed the reported issue of "org is in communication loss with a flashing error light on the front of the device". Possible malfunction parts/pcbs. Nkrc initialize the system and set to customer's channels, tested per operator's/service manual for an extended period of time, passed inspection and shipped to customer's facility. Investigation summary: the cause of communication loss is corruption of org software. The device was evaluated and nk repair center was able to duplicate the issue. The org was reinitialized, and the issue of communication loss was resolved. The cause of the software corruption could not be identified. A common cause for software corruption is improper shutdown or power loss. No physical damage or fluid intrusion observed. Complaint history review reveals no tendency for software corruption for org devices as the reported device in this ticket is the only org historically to have experienced this issue that could be identified. This event is likely an isolated incident. As such, further action is not warranted.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was showing communication loss on multiple telemetry devices. No patient harm was reported. Nihon kohden technician had the bme check the multiple patient receiver (org) closet and the bme found that the multiple patient receiver (org) had an error message light on it. Customer sent the org into nihon kohden for inspection and repair if necessary.